Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to and after the event and were within laboratory established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse noticed the lyse reagent lines were kinked (clogged) causing the differential r flagging issue. The fse adjusted the reagent lines and primed, flushed the flow cell and distribution valve (dv) using 10% bleach solution and flushed with deionized water. The fse then ran reproducibility with two (2) patient samples with no further r flags observed. Failure mode: kinked (clogged) lyse reagent tubing. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxh 800 coulter cellular analysis system was flagging differential results (r flags, nucleated red blood count (rbc) / cellular interference messages). The same samples were run on an alternate instrument and correlated without any flags. There were no erroneous results generated or reported. The customer did not provide patient data for this event. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.